Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed an ¿unable to proceed¿ alert 38, consistent with a consecutive stalled motor condition and failure to infuse, which persisted despite restarts until a dry run and full supply change were performed, after which insulin delivery resumed; the motor was implicated as the affected component, and the patient reported a blood glucose of 260 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a device performance issue consistent with a motor stall leading to interrupted insulin infusion, with the motor identified as the relevant component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.